Event description:
Consumer stated that hot water shot out of the vaporizer and caused a burn to her inner thigh. Her leg was burned through the exercise pants she was wearing at the time. The unit had been running for 10 minutes and the consumer states she added 1/8 of a teaspoon of salt to the water prior to running.